Event description:
The customer reported that the jaws of the device would no longer open. There was no pt injury. No further info was made available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.